Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the expiration date on the individual packs of the mesh in the box? No. Can you provide pictures? Sales rep. Reported that the devices were discarded, no product being returned.

Event description:
It was reported that prior an unknown hernia repair in 2018, it was noticed that there is no expiration date listed on the box or individual pouch. There was no patient involvement or patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2018-75491 is not reportable.